Manufacturer narrative:
Concomitant medical products: 45988 lead,implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited shorter than expected longevity which was noted to be due to telemetry staying on during ablation procedure thus compromising the battery. It was also noted that a shorter than expected longevity estimate was found upon data analysis due to a programmer software estimator error. The device remains in use. The programmer remains in use. No patient complications have been reported as a result of this event.